Event description:
The hcp reported that the pt experienced sudden increasing drainage from the pump and was subsequently felt to have a deep tissue wound infection. A suture had been placed when drainage was noted. The pt had previously been hospitalized with nephrolithiasis and immediately after that hospitalization, noted swelling around the area of the pump. The pump was explanted and the pt was prescribed intravenous antibiotics. The pt tolerated the procedure without complications and was discharged on antibiotics.